Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with low back and lower extremity pain on the right side. The investigator noted the event as moderate in intensity. The pt was referred to physical therapy for lumbar stabilization exercises and began taking vioxx 25 mg per day. The outcome of the event was the pt was lost to follow up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation of horseback riding or protrusion at the right l5-s1 region with enhancing operative scar.